Event description:
On (B)(6) 2012, customer reported that the white blood cell (wbc) bath on their act diff instrument overflowed less than 2 ml of fluid onto the counter. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to add bleach and drain the baths which resolved the bath overflow issue. Customer cycled the instrument several times to ensure complete bath drain and no overflow was noted. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Cts instructed the customer to add bleach and drain the baths which resolved the bath overflow issue. (B)(4).